Event description:
It was reported that suture placement of 2 proglide devices was successful in the left common femoral artery prior to an abdominal aortic aneurysm (aaa) repair. The arteriotomy was 6 fr and the vessel was described as non-tortuous and mildly calcified. The proglide sutures were deployed and set aside to perform the index procedure. The sheath was upsized to 14 fr. Upon completion of the aaa procedure, and while the sutures were being deployed/tightened up to close the vessel, limited flow in the left common femoral artery was noticed. A cut down and an angiogram were performed revealing initial flap with 75% occlusion. A patch was used to repair the artery. There was a clinically significant delay in the procedure of 2 hours. The physician believes the sutures of the 2 proglides caused the flap and occlusion. The patient was reported to be doing fine after the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device is being filed under a separate medwatch MFR number.